Manufacturer narrative:
(B)(4). (B)(6). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed which identified that a small portion of the foil packaging was not sealed. The reported condition was verified. The problem was reproduced during machine start up at the silicone buffer change, when it is not properly positioned in its cavity; this happens when the machine starts working, once it starts the buffer adjusts into the cavity, this activity is performed by the machine operator. The cause is a manufacturing issue. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the evaluation of a returned sample, it was discovered that the lower seal of the device packaging was not complete and there was evidence of seal separation. There was no report of patient injury or medical intervention. No additional information is available.